Manufacturer narrative:
No product was returned for evaluation. The ilet logs were reviewed by beta bionics failure investigation department. No evidence of device malfunction was found in the engineering logs. Device data confirmed hypoglycemia on the reported event date. The ilet was behaving as intended and can be seen reacting appropriately to cgm glucose values. The ilet was appropriately triggering device and cgm glucose alerts. No product performance issues were identified. If the product is received at a later date, the complaint will be reopened and investigated accordingly. No anomalies were observed. The device history record (DHR) review was completed, and this device passed all manufacturing release criteria for distribution. There were no issues identified that would have impacted this event. Based on the case notes and device data, the ilet operated as intended. This hypoglycemic event was potentially caused by an inaccurate cgm sensor, as the user reported fingerstick bg in the ER to be higher than cgm readings and cgm readings not rising following repeated intervention, requiring replacement of the sensor. Because the new cgm sensor showed cgm glucose to be in the normal range, it is possible that the hypoglycemic event was actually due to inaccurate cgm glucose readings.

Event description:
On (B)(6) 2024 an ilet user reported a low blood glucose (bg) level of 40 mg/dl as indicated by the ilet and dexcom g7 continuous glucose monitor (cgm). The user had eaten shrimp and pasta, making a usual meal announcement when their bg was around 80 mg/dl. To raise their bg, the user drank 8 ounces of juice. The bg levels were low for about 30 minutes. On (B)(6) 2024 a beta bionics clinical diabetes specialist (cds) was contacted by the user reporting a significant drop in blood glucose (bg) levels late on (B)(6) 2024 into the early hours of (B)(6) 2024. Unable to normalize their bg, their daughter took them to the emergency room. At the ER, a fingerstick blood glucose (fsbg) test showed a level greater than 80 mg/dl. The user was given a snack and discharged without additional intervention. The user admitted they did not perform an fsbg test at home to confirm the dexcom cgm reading before going to the ER as they did not have a glucometer. The user was advised to obtain a backup glucometer, and their provider has sent a prescription for one. After returning from the ER, the user's dexcom cgm sensor still showed bg readings in the 40s mg/dl, so they replaced the sensor, which then showed their bg within the normal range of over 100 mg/dl. During the review of the user's ilet data report, it was observed that the user had announced a meal while their bg was low, which the user does not remember doing. Best practices for meal announcements were discussed at length with the cds.